Event description:
It was reported that a charite artificial disc patient had a revision to explant in 2007. The core was reported to have retropulsed posterior. This was confirmed by CT. Patient had a prior revision (hemilaminectomy) shortly after implant to remove an osteophyte on the endplate that had fallen into the neuroframen. In that case, the surgeon removed more than 50% of the facet to remove the osteophyte. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
The device is not available for evaluation. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device. It appears likely that the removal of facet resulted in an instability in the region that allowed for migration of the charite device.